Manufacturer narrative:
Product event summary the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmb1q1 device; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. The patient treated with antibiotics. No further patient complications have been reported as a result of this event.